Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported via a manufacturing representative that the patient fell in (B)(6) and the stimulation on some programs became painful, stimulation on other programs stopped working. This occurred during normal use. Impedance testing and reprogramming was performed. The lead was ultimately explanted and replaced. The issue was resolved at the time of this report. Patient status at the time of this report was alive, no injury.